Event description:
It was reported, during removal surgery, while the doctor was attempting to remove the screw, the screwdriver tip broke off. No delay in surgery. Screw was not broken.

Manufacturer narrative:
Evaluation summary: the reported event that 2-tab screwdriver fixos for screws ws had a breakage during surgery could be confirmed: one tip of the screwdriver has broken off during extraction of a ws screw. Based on investigation, the root cause of the determined breakage was attributed to a user related issue. The 2-tab screwdriver fixos for screws ws breakage was caused by missuse. This instrument is intended to finalize insertion, not to unscrew an implanted device. Due to friction and bone growth around the screw (it was a removal surgery and the screw was implanted 10 months earlier - (B)(6) 2013), the needed torque to screw is different than the needed torque to implant the device. Moreover, it is specified in the "general warning" section of the operative technique that "excessive torque applied during screwing can lead to screw head or screw driver damage and can make screw extraction difficult." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.